Event description:
It was reported that an event occurred in the past where a clinician did not change the duration of the antibiotic infusion, and it infused more quickly than expected. This was reported to a bd representatives during an on site visit. Although requested, no specific details were provided. There was patient involvement but unknown outcome.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an event occurred in the past where a clinician did not change the duration of the antibiotic infusion, and it infused more quickly than expected. This was reported to a bd representatives during an on-site visit. Although requested, no specific details were provided. There was patient involvement but unknown outcome.